Event description:
It was reported that a tibial nail removal took place on (B)(6) 2013. The patient had a tibial nail implanted at an unknown hospital by an unknown surgeon in 2010. The patient wanted implants removed. No further details of the event were given. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant on an unknown date in 2010. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records has been requested.

Manufacturer narrative:
This device was for treatment, not diagnosis. A review of the device history record was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned.